Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('fallopian tubes with embedded essure coils') and uterine perforation ('uterine perforation by uterine sound') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal delivery on (B)(6) 2014 and cesarean section. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain") and menometrorrhagia ("menometrorrhagia"). The patient was treated with surgery (lacroscopic bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the embedded device, uterine perforation, pelvic pain and menometrorrhagia outcome was unknown. The reporter considered embedded device, menometrorrhagia, pelvic pain and uterine perforation to be related to essure. The reporter commented: as per mr- date: (B)(6) 2020: performed procedure: lacroscopic bilateral salpingectomy, partial cornuectomy davinci platform intra-operative x-ray findings: normal-appearing female pelvic anatomy, no gross evidence of perforation or migration of the fallopian tubes with the essure coils. No abnormal pelvic findings. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jan-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('fallopian tubes with embedded essure coils') and uterine perforation ('uterine perforation by uterine sound') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal delivery on (B)(6) 2014 and cesarean section. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain"), menometrorrhagia ("menometrorrhagia"), uterine haemorrhage ("abnormal uterine bleeding") and arthralgia ("joint pain"). The patient was treated with surgery (lacroscopic bilateral salpingectomy, partial coronectomy). Essure was removed on (B)(6) 2020. At the time of the report, the embedded device, uterine perforation, pelvic pain, menometrorrhagia, uterine haemorrhage and arthralgia outcome was unknown. The reporter considered arthralgia, embedded device, menometrorrhagia, pelvic pain, uterine haemorrhage and uterine perforation to be related to essure. The reporter commented: as per mr- date :- (B)(6) 2020: performed procedure : lacroscopic bilateral salpingectomy, partial coronectomy davinci platform intra-operative x-ray. Findings: normal-appearing female pelvic anatomy, no gross evidence of perforation or migration of the fallopian tubes with the essure coils. No abnormal pelvic findings. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jan-2021: pif received: events: abnormal uterine bleeding, joint pain, reporter information, patient demographic were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('fallopian tubes with embedded essure coils') and uterine perforation ('uterine perforation by uterine sound') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal delivery on (B)(6) 2014 and cesarean section. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain") and menometrorrhagia ("menometrorrhagia"). The patient was treated with surgery (lacroscopic bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the embedded device, uterine perforation, pelvic pain and menometrorrhagia outcome was unknown. The reporter considered embedded device, menometrorrhagia, pelvic pain and uterine perforation to be related to essure. The reporter commented: as per mr- date: (B)(6) 2020: performed procedure: lacroscopic bilateral salpingectomy, partial coronectomy davinci platform intra-operative x-ray. Findings: normal-appearing female pelvic anatomy, no gross evidence of perforation or migration of the fallopian tubes with the essure coils. No abnormal pelvic findings. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.